Manufacturer narrative:
The product was requested for manufacturer's laboratory investigation, but was not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
During the priming process they noticed the oxygenator was leaking from the post membrane lure port. The unit was never used on patient and was set aside to be returned to maquet for investigation. (B)(4).

Manufacturer narrative:
The oxygenator was primed and a circuit on the blood side was created using the hl20 pump. A leakage at the luer lock of the blood outlet side cover plate was detected. Several small cracks at the thread of the connector were visible. Those cracks could be the most probable cause for the leakage. Based on this the failure "leakage from the post membrane luer port" could be confirmed. Sap: three similar complaints were found out of the period from (B)(6) 2011 until (B)(6) 2014 which are already closed. Trackwise: no similar complaint was found. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).